Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for five hours and upon removal the tampon fell apart leaving pieces inside her vaginal cavity. She was able to manually remove the pledget pieces and did not seek medical attention. She did not experience any adverse health effects.